Manufacturer narrative:
During inspection and testing, the reported issue (bubbles from tip) was confirmed. It was observed there was a leakage due to a pinhole on the bending section cover. In addition to foreign material in nozzle, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear to the angulation wire. The adhesive on the bending section cover was clouded and cracked. The adhesive round the objective lens, and the light guide lens was clouded, and peeled. The objective lens, and the light guide lens were cracked. The plastic distal end cover was crushed, the image guide pipe was scratched, and the connector side protector was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported observing bubbles from the tip of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the nozzle was confirmed, however could not be identified. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.